Event description:
It was reported that thrombosis. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged the same day on a medication regime of pradaxa (150 mg twice daily) and aspirin (81mg). The patient had the routine 45 day follow up and imaging revealed a thrombus on the closure device. The patient will remain on anticoagulation medication until the next follow up exam.